Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not been returned. If product is received after initial closure, the ir and complaint file (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zmb00 intraocular lens (iol) was explanted from the patient's left eye due to patient developing visual disturbances. It was stated that the visual disturbance significantly interfered with the patient¿s regular daily activities. The explanted iol was replaced with another zmb00 of a different diopter power. There was no incision enlargement, no vitrectomy, no sutures done. The patient was noted to have recovered post-op. No other information was provided.